Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The anspach motor failed after initial burring. Pka procedure delayed 45 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: anspach emax 2 plus burr motor failed after initial burring. No device inspection could be completed as the product was not available for evaluation. (B)(4). Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor failed after initial burring failure of p/n: emax2plus, sn #: (B)(4). There has been no other similar events for the referenced serial number. No device inspection could be completed as the product was not available for evaluation. (B)(4). As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Event description:
The anspach motor failed after initial burring. Pka procedure delayed 45 minutes.